Event description:
Material# 302832. Batch# 4229654. Verbatim: customer states that when they went to use the 30ml syringe, the plunger failed and medicine pushed out the syringe and lost all their medication. The syringe was cracked as well. The medication they lost was very expensive. Customer has the syringe to return (still has residue of medicine in it). Occurred about 3 weeks ago (customer doesn't remember the exact date it happened.) Customer would like replacement. Customer didn't have refernece number but the lot number is 4229654. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the plunger failed, medicine pushed out the syringe and syringe was cracked. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The syringe plunger rod has one rib cracked and damaged. The syringe barrel has a crack that is located between the 17ml and 22ml marks of the graduation scale. The crack is 3/4" long. No other defects or imperfections were observed. These defects could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302832, lot 4229654. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. Alignment of the rails and conveyors was correct. The flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.